Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 185 mg/dl and 46 mg/dl. Customer was given orange juice and peppermint candy due to low blood glucose symptoms and result of 46 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.